Event description:
It was reported that customer said that they got some wicks from amazon that caused rash and soreness, not our flex wicks, the blue ones. The patient had stated they reported or mailed us a sample of it back in april. Advised will report and they may follow up with them. Confirmed no issues with flex wicks. It's unclear if the lot number was requested. Used with female wicks. No additional information was provided. It was reported via phone on (B)(6)2025 that patient had purchased wicks through amazon, and stated they gave patient a urinary tract infection, but they called and got money back from amazon and just wanted liberator to know they thought the wicks were bootlegged, no additional information further on is available. It was unknown what medical intervention was provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. The labeling is found to be adequate. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Correction: e UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer said that the got some wicks off amazon caused rash and soreness, not our flex wicks the blue ones. He had stated he reported/mailed us a sample of it back in april; advised will report and they may follow up with him; confirmed no issues with flex wicks. It's unclear if lot number was requested. Used with female wicks. Unclear if medical intervention was provided. No additional information provided. It was reported via phone on (B)(6) 2025 that patient had purchased wicks through amazon, and stated they gave mom a urinary tract infection, but they called and got money back from amazon and just wanted liberator to know he thought the wicks were bootlegged, no additional information further on is available. It was unknown what medical intervention was provided.